Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 123 mg/dl, 168 mg/dl, and 64 mg/dl on the advantage system. Reporter indicated that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.